Event description:
Patient was revised to address trunnion fracture.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - approximately 3 years after implantation, patient presented with pain surrounding the hip joint. 3/4 following the onset of pain, the c-stem prosthesis failed in the neck taper region, just beyond the distal aspect of the 9/10 taper sleeve adapter of the asr xl head, i.e. 1-2mm within the sleeve. The implants were retrieved and the thr construct revised. (B)(6) 2006: was listed for resurfacing/conventional metal on metal total hip replacement using the cstem and asr acetabular component; during surgery found to be more suitable for total hip replacement. Routine procedure; no complications. (B)(6) 2009: both components were revised; the revision was for trunnion fracture; revised using a short exeter stem and a trabecular metal acetabular cup; 36 mm ceramic head on highly crosslinked poly liner was used. See (B)(4)- linked parts must be returned to patient. Update received: (B)(6) 2014 - attached legal letter, marked as legal, added hospital, added side hip: left, added further reason for revision: patient was walking through a retail outlet and fell on the floor and the femoral head separated from the cup: dislocation.

Manufacturer narrative:
This complaint is still under investigation, depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
16 nov 2015 - update - rcvd scf and update claimsuite - added surgeon, lot number for stem, manu and exp dates for all products.